Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of transray plus 35cc balloon catheter, an issue occurred where the pressure and augmentation pressure were not displayed. No harm to the patient was reported.